Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of non-sustained oversensing (nso) and inappropriate automated mode switch (ams) due to competitive atrial and ventricular pacing noted on the device. There were also episodes of far-field r-wave oversensing noted. Technical support suggested reprogramming recommendations to resolve the oversensing. The patient was stable with no consequences.